Event description:
This morning the nurse called me in because she noticed (B)(6) clave cap was leaking when she flushed it. I changed her cap immediately and examined it and it looks like the blue top leaks between the top and bottom clear housing. The blue top is also collecting fluid when it should be going straight through the center and not filling at all. Clave cap was defective and fluids were leaking out which risks line infection/sepsis.